Event description:
Pt scheduled for generator change. When old leads were tested in or by physician, and MFR sales rep present in or, it was determined that the outer insulation must have been fractured. Lead replaced.